Event description:
A pt who had 2 stainless steel rods put in her back on 4/23/97 experienced bilateral rod fracture. Revision surgery was done on 1/21/98 and regrafting and rerodding were performed. She was not fused and dr believes that has nothing to do with the explanted devices.